Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during 3rd month control of digital subtraction angiography (dsa) measurement; the fish mouth image was observed in a patient that was treated with a ped3 pipeline. The devices were prepared as indicated in the instructions for use (IFU). Proximal vessel was smaller than distal and with post pta. There was a complete opposition. The patient was treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The max diameter was 6mm and the neck diameter was 5mm. The distal landing zone was 6mm and the  proximal landing zone was 5mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. No symptoms or complications were reported. Additional information received reported that no actions had been taken so far; but as the doctor informed us the patient is going to come to the hospital for control measurements in august and the doctor thinks to place a shield flow diverter stent in the current vantage flow diverter stent. The doctor stated that they did not have any problems with the placement (deployment) of the stent in its distal position. On the other hand the doctor complained that the stent did not open in accordance with the proximal position despite using a balloon catheter before.